Event description:
I had prk surgery on both eyes. It has caused me to go from being able to correct my vision before the surgery to not being able to see with glasses. I have very dry eyes that burn like crazy every day all day long including the dryness. My right eye has gone from bad to worse. Your cornea never heals which the doctor tells you but doesn't tell you what that means. Later on in life it causes your vision to suffer from halos, starburst, ghosting etc. This is what I go thru on a daily basis. This is how my life is now from the laser surgery. The dryness is so bad I can't watch tv or stand to get on the computer or read a book for long because it aggravates my eyes too much. The glare causes headaches and migraines of which I get treated for with botox. I am on 5 different eye drops to try and help some of the dryness but so far it hasn't helped. The doctor that did the surgery won't own up to doing wrong although he knows I have so much scar tissue that it is about to cause problems with my vision. My vision is never the same on a given day. Sometimes it is worse than others but the right eye is always hazed over. It can't be fixed it caused from the cornea being damaged from the laser procedure. I have nothing to look forward to only more problems. If you join this group on (B)(6) about lasik surgery you will see all the people who have had problems with their eyes and have had friends that are so depressed from it. I am depressed from this as well because I know I have nothing to look forward to with my eyes only problems. I had very dry eyes and he put me on several new eye drops. Which is done by dr (B)(6). FDA safety report ID# (B)(4).